Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart on every battery change. The customer¿s blood glucose level was 8.3 mmol/l at the time of the incident. It was reported that the issue was going on for three months. There was no indication of troubleshooting or the issue being resolve during the call. It was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed unexpected restart error test and displacement test. No unexpected restart alarm noted during testing. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.